Event description:
It was reported that this right ventricular (rv) lead was explanted and replaced due to noise that was oversensed causing pacing inhibition. The noise was able to be recreated with isometrics. The system was explanted and replaced. The lead was not tested on the pacing system analyzer (psa) during the revision, however surgical observation revealed that the lead was believed to be fractured at the clavicle. No adverse patient effects were reported.